Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their sciatic was 90% cured, but their back still hurt which they rated at a 10. The consumer had already gone through each available group slowly (a-g), but still didn¿t have relief. The following day the manufacturer¿s representative (rep) reported the consumer was still unable to feel stimulation, lost back coverage, and wasn¿t getting relief in their back. It was further reported the consumer had all hd programs and requested to continue that way even though they no longer liked the sensation of tingling unless it was very light. It was noted the consumer had a successful ld trial. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported that the patient had a return of symptoms. Stimulation therapy had helped 90% of the patient¿s sciatic pain, but her back still hurt all the time. It was reported that the stimulation therapy never her the patient¿s back pain since implant. The patient tried all her programs and was on program h currently and had been since (B)(6) 2017. The patient¿s back still hurt an awful lot and a physician¿s assistant at the doctor¿s office told the patient that program h should help her back pain and to call back if it was not helping. It was noted that the patient went into atrial fibrillation of (B)(6) 2017 and the patient was put on a blood thinner. It was also noted that the patient recharged every night and her implantable neurostimulator battery was usually more than half full. The patient was redirected to a healthcare professional to check programming and leads. The patient had been working with a physician¿s assistant at the doctor¿s office for programming, but the patient also asked that a rep be notified. Additional information was received from a rep. It was reported that the rep would reach out to the doctor¿s office about the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that the reprogramming has not helped. The pain is even worse. The patient reported that she had back pain while walking. The patient stated that their sciatic was 90% cured and it just flares up a little bit. The patient reported she was in a vehicle accident in 2017. The patient was directed to their health care professional (hcp) by product service specialist. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer responding to the questions that were sent in a follow-up letter. It was reported that there were no circumstances because ¿you still have back pain and the device never helped with the back pain.¿ the patient stated that they tried reprogramming all the way down through. It was noted that the sciatica was (B)(4) improved. They reported that the ¿lack of back pain¿ was still not resolved. The patient met with a representative (rep) and they told the patient what to do, changed things around, but there was still no improvement with the back pain. The rep stated that maybe they could move the lead because it might have been in the wrong spot. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) that sometime in (B)(6) of 2016 they lost back coverage and it was no longer covering their low back which had previously worked well for. There were no falls, accidents, or other external factors that contributed to this. Reprogramming was performed but it didn't help. The consumer also attempted to turn the amplitude up to cover the back, but 3.0 volts produced stimulation that was too strong in the legs, and didn't help the back. The issue wasn't currently resolved but the rep. Was scheduled to meet with the consumer at their next follow-up appointment at their physician¿s office. Additional information received from the consumer indicated that the patient was experiencing back pain. The patient saw a manufacturer representative (rep) and reported it to their rep. The cause of the back coverage was sciatica going from the patient¿s hip down to their knees but that was mostly resolved by switching programs, but the patient was still having back problems. The patient was not getting relief for their back, but their sciatica was 90% cured. The patient told the rep about it right away in december and they put it from a to b and then back to a, and then to c but it was still not helping. The back problem started shortly after implant in december 2016. The high density stimulation only lasts about 2 days and then the patient had to charge again. The rep told the patient to call their doctor¿s office.